Event description:
The company was informed that the patient developed an infection and the wound opened at the implant site after the initial implant surgery. A surgery was performed on(B)(6), 2010 to close the wound with the temporalis muscle flap. However, the patient's device reportedly extruded and the patient was explanted. Advanced bionics is in the process of gathering more information.